Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device would not fire. When the device was removed from the tissue, the staples were not formed correctly. A few reloads were used and the same thing happened. The case was completed by suturing and there was no pt consequence.